Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness and hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an intermittent audio output and an adverse event. The patient's stated that while driving in the car with the patient, he noticed she was out of it. He stated her head was bopping around as she was in and out of consciousness and sweating. He tried to give her candy, but she did not come around. The patient's son stopped the car and called 911 and when the ambulance arrived, they performed a finger stick reading and it was 34mg/dl. The paramedics administered the patient with intravenous (IV) therapy of a sugar drip and an injection of glucagon. The patient became alert and responsive and declined to go to the hospital. The patient's son indicated that they believe the alarm did not go off during the time of event and could not see what the dexcom continuous glucose monitor (cgm) was displaying because the patient was in the backseat. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.